Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device shock equipment malfunctions in opts check. There was no reported patient involvement.